Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 05/25/2024, it was reported that the patient was at a gasoline station restroom, and wasn´t feeling well and was experiencing diarrhea and slight headache. The patient decided to have some snacks and soda as the cgm reading was 90 mg/dl, before returning to her car to drive. The patient was simply driving in traffic, and then didn´t remember what happened afterward. The only thing the patient remember was waking up in the ambulance. There was a police officer with the patient in the ambulance and they took the patient to the hospital. The patient was told that she couldn't stand when they found her in the car. According to the doctor, she also had a slight fever. At the hospital they took a bg reading which was 40 mg/dl and the cgm reading was 90 mg/dl. There the patient was treated with IV glucose. The patient was hospitalized on (B)(6) 2024 and got discharged on (B)(6) 2024. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.